Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 575 mg/dl. The customer was treated for high blood glucose with manual injection. Customer refused to troubleshoot for high blood glucose and stated he is aware of issue due to basal setting being incorrect. Customer was assisted with setting up the pump.